Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient has gutter impingement. The physician wants to downsize the talus and upsize the poly. It has been done once without revising and the pain persisted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.